Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, radiofrequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture from pool water. The customer's blood glucose was 120 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.